Manufacturer narrative:
Evaluation of the returned lightning confirmed a solid red light when the unit was powered on. Evaluation also revealed blood inside the lightning housing. This type of damage typically occurs due to over pressurizing the unit when flushing the device. If too strong of a positive pressure is applied, the unit may leak internally. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a lightning aspiration tubing (lightning) and a indigo system aspiration catheter 12 (cat12) to treat a deep vein thrombosis (dvt) on the right leg. During the procedure, the physician noticed that the lightning indicator light turned solid red during the middle of the procedure; therefore, the lightning unit was unplugged and plugged back in. However, the lightning indicator light stayed solid red. It was reported that the lightning might have been clogged; therefore, the lightning was flushed using a 60cc syringe. However, the lightning indicator light stayed solid red. Therefore, the lighting was removed. The procedure was completed using a new lighting and the same cat12. There was no report of an adverse effect to the patient.